Event description:
It was reported by the clinician that the product was being used in their neonatal intensive care unit (nicu) on a male infant. The nurse drew blood from the pt and the stopcock was turned to the off position. The nurse stepped away from the bedside and returned a few minutes later to find blood leaking from a crack in the stopcock. The blood loss was approx 15 to 20cc which required the infant to undergo a blood transfusion. There have been no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.